Event description:
The health care professional reported that the pt no longer responds to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery is scheduled for 4/15/99.